Event description:
It was reported that the lead delivered an inappropriate shock for noise. The lead also had high impedance, no sensing and loss of capture. The lead was explanted and replaced. No furtherpatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled; the outer tubing overlay was breached cut, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead appears to have been implanted with a bend in it at the fracture site. The anchoring sleeve fixation site could not be determined.